Event description:
It was reported through a literature review that impella support was started after pci on a patient with acute myocardial infarction (ami) with cardiogenic shock. Eight days after pci a CT scan revealed a left subcortical hemorrhage with midline shift. An emergency craniotomy for hematoma evacuation was performed. Hemostasis was difficult to establish. Intraoperative transfusion with red cell concentrated (rcc) 1070 ml, fresh frozen plasma (ffp) 720 ml, and platelet concentrates (pc) 400 ml was required.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported stroke/ cva has been completed since the original report was filed. No device was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the stroke /cva was not determined.